Event description:
It was reported that the device had a downstream occlusion error. There was no physical damage reported. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition with complaint of downstream occlusion error. This device has not been serviced within the review period. Physical evaluation of device found the reported problem was duplicated downstream occlusion (dso) sensor not functioning causing error. The cause of the complaint was a bad dso sensor. Replaced the dso sensor to correct the issue.